Manufacturer narrative:
Product complaint #: (B)(4). Device evaluation summary: one empty opened folder packet and one needle-suture piece of product code 1111 were returned for analysis. During the visual inspection of the opened sample (needle/suture piece), the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records could not be reviewed as the batch number is unknown. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
Product complaint (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a breast mammoplasty procedure on (B)(6) 2019 and suture was used. The suture broke easily during use. The procedure was delayed 2 or 3 minutes. The procedure was completed successfully. There were no adverse patient consequences reported.